Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the daily tests do not pass each time. The device was not in use at the time of the event. No patient or user harm was alleged. Remote support was provided, finding that the defibrillation test failed when performing the operation test with the customer. The remote support engineer (rse) advised that the therapy capacitor was defective, creating a work order for onsite support. However, it was found that the device has reached it's end of life (eol) and the therapy capacitor replacement is no longer available/out of stock. The customer was notified that their device reached it's eol on december 31, 2022. The customer was provided with the eol letter by email and their onsite intervention was cancelled. Therefore, the device cannot be repaired and remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the operating tests randomly fails. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.